Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing from the differential mixing chamber to the flow cell was damaged. The fse replaced the tubing, which repaired the leak and the failing backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was failing differential and retic backgrounds during startup when the leak was observed. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.